Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/53 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: an analysis of pump thrombus events in patients in the heartware advance bridge to transplant and continued access protocol trial. The journal of heart and lung transplantation. 2014;33:23¿34. Http://dx.doi.org/10.1016/j.healun.2013.12.001. Investigation summary: with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding the incidence of pump thrombus in patients who received ventricular assist devices (vads). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. There were 34 pump thrombus events observed. Signs of pump thrombus included alterations in pump parameters. Power increases with high flow, suction events, increasing trend and/or rapid rise in power consumption and associated increase in biochemical markers of hemolysis. Treatment included medical management, pump exchange, and transplantation. Adverse events reported included: bleeding requiring reoperation or transfusions, gastrointestinal, cardiac tamponade, driveline exit site infections, sepsis, ventricular and supraventricular arrhythmias, renal and hepatic dysfunction, respiratory dysfunction, hemolysis, ischemic and hemorrhagic cerebrovascular accident (cva), right heart failure, and thromboembolism. The status/location of the vads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Pumps with unknown serial numbers were not returned for evaluation. Review of manufacturing documentation could not be conducted since serial number of the devices are unknown. The reported event cannot be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the high power events may be attributed to external factors such as thrombus formation/ingestion. The most likely root cause for suction events can be attributed to multiple factors including but not limited to thrombus or other materials in the device, inflow cannula obstruction, or poor vad filling. Root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.